Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Upon reassessment, the reported hex file request does not represent a device failure and does not meet the criteria for a complaint. There is no evidence of device malfunction, and no change in device values was observed. This event is classified as a service request. Reference to complaint # (B)(4).

Event description:
On 04/30/2024, zyno medical received a request for hex files for the pump, the issue was that one of our devices had a - 30psi: 260. No patient was involved as it was discovered during testing.

Manufacturer narrative:
There are no other complaints on the device. Historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing by a third-party service provider where it was detected the device had a - 30psi: 260%. Following this discovery, the end user requested a hex file to recalibrate the pump. As a result, it is determined that the device does not need to be returned for further evaluation, given that the recalibration has successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).